Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study update the etiology of the event indicated the relationship of the event to the device or therapy from not related to related. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 2000 mcg/ml for a total dose of 823.7 mcg/day, bupivacaine 20 mg/ml for a total dose of 8.237 mg/day, and hydromorphone 0.6 mg/ml for a total dose of 0.24712 mg/day via an implantable pump for spinal pain. It was reported on (B)(6) 2017 examination revealed the nurse was unable to fill the patient's pump it had flipped in the pocket. The patient was able to flip the pump back and have it filled. The hcp recommended pump pocket revision to anchor the pump down. On (B)(6) 2017 the pump pocket was revised/pump repositioned with the same pump re-implanted and anchored down. Per the patient's request, the pump remained in the same abdominal location. The outcome of the event resolved without sequelae on (B)(6) 2017. The device diagnosis was pump inversion and the clinical diagnosis was unable to fill pump because it had flipped in the pocket. The patient's weight was (B)(6) pounds. The etiology of the event indicated the relationship of the event to the device or therapy was not related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2017. No further complications were reported/anticipated.